Manufacturer narrative:
As reported, while deploying the second fastener of the optifix straight fixation device it was noted that the fasteners did not attach to the tissue and fixate the mesh. The subject device has not been returned for evaluation. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue.¿ separate emdrs have been submitted to represent the other two devices reported to have been used in this case. Addendum: this supplemental MDR is submitted to report the receipt and evaluation results of the sample. Initial evaluation finds the guidewire appears bent within the firing chamber. Functional evaluation of the sample resulted in broken fastener deployment and confirms for bent guidewire. The reported and found performance issue is the result of the bent guidewire. Based on the sample evaluation and investigation performed, the guidewire on the sample is found to be bent from applied forces when in use. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, on (B)(6) 2021 during a laparoscopic ventral hernia repair procedure, bard/davol optifix straight fixation devices were used to fixate the bard/davol ventralight st mesh. While deploying the second fastener with appropriate counter pressure it was noted that the fasteners did not attach to the tissue and fixate the mesh. After the issue the device was cycled in air to see if fasteners could be deployed and the device did not function properly. There were no loose fasteners left in the patient. As reported three optifix devices were used during this procedure and all were alleged to have had the same issue occur. Another manufacturer¿s device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As reported, while deploying the second fastener of the optifix straight fixation device it was noted that the fasteners did not attach to the tissue and fixate the mesh. The subject device has not been returned for evaluation. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue.¿ separate emdrs have been submitted to represent the other two devices reported to have been used in this case. Should additional information be provided, a supplemental MDR will be submitted.

Event description:
As reported, on (B)(6) 2021 during a laparoscopic ventral hernia repair procedure, bard/davol optifix straight fixation devices were used to fixate the bard/davol ventralight st mesh. While deploying the second fastener with appropriate counter pressure it was noted that the fasteners did not attach to the tissue and fixate the mesh. After the issue the device was cycled in air to see if fasteners could be deployed and the device did not function properly. There were no loose fasteners left in the patient. As reported three optifix devices were used during this procedure and all were alleged to have had the same issue occur. Another manufacturer¿s device was used to complete the procedure. There was no reported patient injury.